Event description:
The customer complained of an ongoing issue of high ise indirect k for gen.2 results from their cobas 4000 c (311) stand alone system. The customer provided 3 examples of questionable patient data, from which the data of 1 patient was a reportable malfunction. The initial potassium result was 6.83 mmol/l. The same patient sample was retested twice on the same analyzer with results of 5.21 mmol/l and 5.21 mmol/l. The erroneous result was not reported outside of the laboratory. The potassium result of 5.21 mmol/l was deemed to be correct. There was no adverse event. The potassium electrode lot information was requested but was not provided. The field engineering specialist could not determine the root cause. He performed ise check testing and instrument check testing both with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined. There have been no issues following the service visit.